Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated bg levels of up to 668 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Reportedly, customer stated that they lost track of their bg levels because they were taking medications for back pain, they are under stress, and that they did not deliver a bolus when they should have. While in the hospital, customer received intravenous fluids and insulin. Customer was released on (B)(6) 2016. Recommendation was made to call tandem technical support for any future troubleshooting needed for the pump.